Manufacturer narrative:
The lot was manufactured from april 05, 2019 - april 07, 2019. The device was received for evaluation. Visual inspection along with magnification was performed with the fill port cap removed which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found within the fill port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was discovered prior to patient use of the device. There was no patient involvement. No additional information is available.